Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after getting my tubes removed, I still bled through an ultr- absorbent tampon every couple of hours') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain I used to have during sex/ sex still hurts."), coital bleeding ("post coital bleeding"), rash ("rash on leg") and foot deformity ("if I stub my toe") and was found to have weight increased ("weight gain"). The patient was treated with bilateral salpingectomy and hysterectomy. Essure was removed. At the time of the report, the menorrhagia, weight increased, coital bleeding, rash and foot deformity outcome was unknown and the dyspareunia had resolved. The reporter considered coital bleeding, dyspareunia, foot deformity, menorrhagia, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal , weight gain , post coital bleeding and dyspareunia. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event if I stub my toe was added. Reporter was added. On 23-mar-2020: content received from social media: outcome of "dyspareunia" changed from unknown to recovered. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after getting my tubes removed, I still bled through an ultr- absorbent tampon every couple of hours') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain I used to have during sex/ sex still hurts."), coital bleeding ("post coital bleeding") and rash ("rash on leg") and was found to have weight increased ("weight gain"). The patient was treated with bilateral salpingectomy and hysterectomy. Essure was removed. At the time of the report, the menorrhagia, weight increased, dyspareunia, coital bleeding and rash outcome was unknown. The reporter considered coital bleeding, dyspareunia, menorrhagia, rash and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal , weight gain , post coital bleeding and dyspareunia. Most recent follow-up information incorporated above includes: on 20-mar-2020: event rash on leg was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after getting my tubes removed, I still bled through an ultr- absorbent tampon every couple of hours') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with bilateral salpingectomy and hysterectomy. Essure was removed. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 1 and 2 processed together. Social media received : events added- medical device removal was replaced with event menorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('after getting my tubes removed, I still bled through an ultra- absorbent tampon every couple of hours') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain I used to have during sex/ sex still hurts.") And coital bleeding ("post coital bleeding") and was found to have weight increased ("weight gain"). The patient was treated with bilateral salpingectomy and hysterectomy. Essure was removed. At the time of the report, the menorrhagia, weight increased, dyspareunia and coital bleeding outcome was unknown. The reporter considered coital bleeding, dyspareunia, menorrhagia and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal , weight gain , post coital bleeding and dyspareunia most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. New event weight gain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('you got yourself back and are continuing to see improvement') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure device). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.